Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position by transfemoral approach, there was unusual resistance felt while advancing the commander delivery system and valve through the esheath. The valve was able to be aligned and the native aortic valve was crossed. During valve deployment, the delivery system balloon did not inflate as it was ruptured. While removing the delivery system and valve, the valve got stuck in the iliac artery. The patient was sent to the or for vascular surgery to remove the valve and delivery system. A new valve was not implanted. After the vascular surgery the patient was fine. The resistance was felt in the semi-expandable part of the sheath. During device preparation, the delivery system was able to be successfully de-aired, and no abnormalities were noted with the sheath. The loader was able to be fully inserted into the sheath/sheath housing. The sheath was not inserted at a steep angle. There was no resistance during valve alignment. Review of photos of the used devices show the balloon was torn and separated from the catheter.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
During pre-decontamination evaluation of the returned device the following was observed: the inflation balloon was returned separated, the balloon wings were flared, the guidewire lumen was cut distal to triple markers, the remaining guidewire and spring were attached to the balloon, there was bunching at distal inflation balloon, and flex tip gouges were observed. The delivery system was found to be cut (likely during surgical removal) and not separated during withdrawal attempts. (B)(4).

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed that the crimped thv was returned on the inflation balloon, the distal portion of the inflation balloon was bunched, the balloon wings were flared out, and there were gouges on the flex tip. During dimensional analysis, the wall thickness of the crimp balloon material was taken and found to be within specification. No relevant functional testing was able to be performed due to the nature of the complaints. From imagery provided by the site, the complaint for balloon torn can be confirmed. Blood is present in the atrion, and the inflation balloon with crimped thv is separated from the rest of the delivery system. It can also be seen that during retrieval of the aligned valve, the sheath was not inserted past the aortic bifurcation. Additionally, the full sheath was not inserted into the patient at some point in the procedure while the delivery system still remained in the patient. The complaint for balloon torn and delivery system withdrawal difficulty from vasculature were confirmed. However, no manufacturing non-conformities were found in the returned sample. Additionally, review of complaint history, lot history, and device history records (DHR) revealed no indication that a manufacturing nonconformance contributed to the events. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The balloon tear likely occurred while the device was in the patient, since the device was able to be de-aired. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented by edwards lifesciences in a product risk assessment (pra). If the valve alignment process was performed in a tortuous anatomy or with residual fluid left in the inflation balloon from de-airing, it may have resulted in increased forces being applied to the crimp balloon. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Although it was noted that no resistance was encountered during valve alignment, uneven gouge marks on the device flex tip suggest that valve diving may have occurred. Although a definitive root cause is unable to be determined at this time, available information suggests that patient and/or procedural factors (high valve alignment forces) may have contributed to the balloon torn. Procedural images show that the sheath tip was not inserted past the aortic bifurcation during the procedure. Consequently, the thv became caught in the iliac region while retrieving the device. Per the training procedural manual, the sheath tip should be positioned past the aortic bifurcation, and during retrieval of a crimped thv, the sheath and delivery system should be pulled as a unit once the thv is completely inside the sheath. Available information suggests that procedural factors (sheath tip not inserted past aortic bifurcation) may have contributed to the delivery system withdrawal difficulty from vasculature. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. Since a product non-conformance was not confirmed in the returned complaint sample, and the occurrence rate did not exceed the complaint control limits, a pra is not required. A pra was previously initiated as per management discretion, to investigate the balloon torn issue and its associated risks, and further investigation was performed on the crimp balloon tubing and resin lots. Additionally, a CAPA captures further investigation to address complaints related to crimp balloon tears. The CAPA identified a potential manufacturing factor which was correlated with an increase in reported complaints. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including additional information that currently exists in the training manuals into the IFU for the sapien 3 and commander delivery system. The content will consist of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.